Event description:
According to the reporter, during the beginning of the procedure, the device stopped working, not conducting energy to the tissue with an error message "sealing cycle incomplete". It was confirmed that the device used was new. The procedure was stopped. The device was also plugged to an ft10 generator.

Manufacturer narrative:
D10 concomitant medical product: vlft10gen, vlft10gen ft series energy platformx1, (sn# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.